Event description:
It was reported that a patient underwent a knee revision surgery one year, six months post implantation due to tibial loosening. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). D10: additional associated products: 42502006202 femur cemented(cr) narrow rt size 7 lot# 64910063. Unk articular surface lot# unk. G2:australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d5, g3, g6, h1, h2, h3, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.